Event description:
During preparation for the pump use, the central control monitor touch screen could not be calibrated. There was no reported adverse consequences to the patient as a result of this event.